Event description:
As the catheter was being exchanged over a wire, two metal pieces came out as the PICC was being removed. Add'l info: original line was being removed due to a leak below the bifurcation. The nurse cut the original line at the 35 cm and feed the new guidewire through one of the lumens of the original line. Once the guidewire was in place she removed the original line and placed the new PICC. When the nurse cut the original line she noticed some strange material like sutures or a stylet. She did not place the original line so it not sure if it was a tls or not.

Manufacturer narrative:
This complaint is confirmed and will be reported as user related. According to the notes contained in this file "original line was being removed due to a leak below the bifurcation. The nurse cut the original line at the 35 cm and feed the new guidewire through one of the lumens of the original line. Once the guidewire was in place she removed the original line and placed the new PICC. When the nurse cut the original line she noticed some strange material like sutures or a stylet." Two segments of polymide tubing (tls stylet) were returned to bas for eval. Gross and microscopic examination of the polymide tubing shows it to be kinked and elongated. The original report was for a leak in the catheter (reference file #(B)(4)). The catheter was removed in 3 sections. The two segments of polymide tubing were found in one of the lumens of the catheter during removal. This may have blocked the lumen during infusion that contributed to this failure. The product instructions for use (IFU) states, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approx 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." It is not known if the user during placement had any difficulty during the placement procedure. It is not known how long the catheter had been in place prior to the complaint incident. This appears to be a user technique issue. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.